Event description:
Reportedly, the catheter broke into two sections at approx the 10-centimeter marker during a venous bypass graft to the pt's native vessel in the lower leg. It was further stated that the distal section of the catheter remained in the pt, but was successfully removed through intervention. Note, resistance was reported during use. No pt complications were reported as a result of this event.